Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging his onetouch ping meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015, he obtained results of ¿237, 237, 247 and 251mg/dl¿ on the subject meter. The tests were performed within 20 minutes. Based on statistical methodology, the calculated difference of these glucose results satisfies lifescan¿s criteria for precision. The patient detailed that manages his diabetes using an insulin pump and that he took his usual dose of novolog insulin on (B)(6) at 10:00pm, in response to the alleged issue. The patient claimed that ¿15 minutes¿ after the alleged inaccuracy he developed symptoms of ¿shaky and increased heart rate¿ however denied receiving any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and that an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a hypoglycemic event after the alleged meter inaccuracy.

Manufacturer narrative:
Follow-up # 1 ¿ (03/06/2015). The patient¿s meter has been returned on 2/23/2015 and evaluated by lifescan product analysis on 2/25/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.